Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. A general reagent or instrument issue is not suspected, as the customer stated qc was acceptable. The investigation did not identify a product problem.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys pth (pth) on a cobas e 411 analyzer (rack system). The initial result was <2.40 pg/ml, with a data flag. The repeat result was 168 pg/ml.